Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the power/system pcb cable was not connected to the pcb-mounted jack connector, designator j1 on the system pcb assembly. This caused the device not to complete a boot cycle. The cable was reconnected and some other unrelated repairs were performed. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed xxx on the device screen during co2 measurement. During device evaluation, physio-control observed that the device would not complete a boot cycle and would power off again. There was no patient use associated with the reported event.